Event description:
It was reported that in preparation for a rotational atherectomy procedure, there were display issues. The rpms did not display on the rotablator console, however the system started without any error messages. The procedure was completed with angioplasty. No patient complications were reported, and patient status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the console was received in good condition with a customer label on the cover. During functional testing with a 1.75mm burr, the following issues were found. The maximum turbine pressure is set slightly low at 81 psi which generally does not affect console functionality. The setting can be internally adjusted to bring the value back into specification. Also, there is a massive gas/air leak at the turbine pressure switch. The burr sounds like it is rotating at (normal) high speed, but the rotational speed is not displayed (meaning that the leak does not appear to be the root cause for the display failure). And the rotational speed is not displayed - burr speed sounds normal. The device history records (DHR) review was completed. No issues were found in the DHR were found that would have led to reported failure. Given the age of the console, the most probable root cause for the failure is normal wear and tear. (B)(4).

Event description:
It was reported that in preparation for a rotational atherectomy procedure, there were display issues. The rpms did not display on the rotablator console, however the system started without any error messages. The procedure was completed with angioplasty. No patient complications were reported, and patient status is ok.